Event description:
It was reported that the system 6800 would not turn on. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the cmos memory settings were corrupt. The settings were reset. The system was tested and found to be working as intended and placed back into service.